Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-25. It was reported that the cause of the high impedances was undetermined, and to resolve the issue, the physician will discuss a possible lead revision. Lastly, the erratic battery levels and the patient not feeling stim issue were unknown if they had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the device was in overdischarge. The rep was unable to establish communication with either the patient programmer (pp) "nor" the ins recharger (insr). The rep also stated that they were unable to charge and the patient last charged about three months ago. The rep was able to successfully start a physician recharge mode (prm) during the call and they were to clear the power on reset (por) as soon as the prm was complete. The rep was going to work with the patient to do the prm and get the stimulation going again. The rep noted the patient first realized they could not communicate with their system a few weeks ago during (B)(6). No further complications were reported. Additional information was received from the manufacturing representative (rep) in october 18,2018: it was reported that rep met with the patient to get him out of overdischarge. Rep said ins was 50 % and she tried to clear power on reset (por) but battery depleted right away. It was reviewed that the battery is very unstable; thus, patient will need to recharge further and try to clear power on reset (por) rep said she could not connect and she had to do another physician mode recharge 3-4 minutes before ins recharged. Rep said hcp suspected the device to be in overdischarge back in (B)(6); thus patient did not have overdischarge addressed until now. Additional information was received from the rep indicating that there was successful physician recharge mode and cleared power on reset (por). Continued charging ins and ran impedance test. Results were electrodes 0-7 with impedance >10k ohms on left lead and 6 usable electrodes on the right side lead. Ins then was discharged so low that additional impedance check or programming could not be performed. No known activity or event that prompted this issue. Rep is going to send patient home to charge and gain enough battery stability to run additional impedance check and program therapy into right lead at a future date. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep) in oct 22,2018: it was reported that rep was following up to reprogram patient. Photos were sent showing high impedances (reference 0:22k -40 k, reference 5: 39k +). Patient was programmed on 8 and 9 turned up to 10.5 v and did not feel anything. Patient states difficulties recharging "patient programmer shows battery is full" but when he goes to recharger it only shows 75%. Has it on all night. Last meeting with rep ins was charged to 50% and an interrogation failure due to low ins battery. Erratic battery level and high impedance were indicated in previous call. Rep also stated that patient has not been using stimulation and did have some falls with one "about a year ago". It was reviewed to check all electrodes and reprogram using lowest value to see if sufficient stimulation is received. If desired stim is not received patient hcp should examine further. Patients charging will be erratic after leaving overdischarge. No further patient symptoms or complications were reported in this event.